Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support did not perform a system check as the customer indicated that the supplies had been in use for 3 days and were to be changed out. After changing the supplies, the customer resumed insulin delivery and the remainder of the bolus was delivered.